Event description:
It was reported that a large volume intermate leaked from the administration port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the device was manufactured between 20oct2023 and 21oct2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing by manually filling the bladder with green color water. During fill, evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stress-member next to the fill port. The reported condition was verified. The tubing and the stressmember were found to be within specification. The tubing insertion depth was found to be inadequate (not deep enough) and therefore caused leak. The inadequate tubing insertion depth was due to manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.